Event description:
The hill-rom field technician reported that this bed had an unintentional downward movement. He found that one of the control cables was shorted internally. Replacement of the cable resolved the issue. There were no reported adverse events associated with this product problem.